Event description:
It was reported that balloon rupture occurred. The 93% stenosed, 2.00x20mm, target lesion was located in the moderately tortuous, and moderately calcified left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilation. However, during inflation, the balloon busted when the atmospheric pressure was 1115 kpa. The device was removed with no fragment left in the patient. The procedure was completed with another of the same device. There were no patient complications reported, and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 93% stenosed, 2.00x20mm, target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilation. However, during inflation, the balloon bursted when the atmospheric pressure was 1115 kpa. The device was removed with no fragment left in the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick mr balloon catheter in 2 pieces. The balloon was loosely folded and had contrast in the shaft. The device was soaked in a warm waterbath for 2 days. Analysis of the tip, balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed a rupture in the balloon with additional damage (abrasions) in the balloon material located over the distal markerband. Inspection of the rest of the device found no other damage or defect. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device is 12atm. The reported information indicates the device was inflated to 11atm; therefore, there is no indication the device was inflated over rbp. The reported balloon rupture was confirmed.